Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was explanted and replaced without incident. No adverse patient effects were reported. The lead will not be returned for analysis.